Event description:
Information was received from a consumer and a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had (B)(6) from the operation and went to the emergency room (ER) and had been resolved. He did not know how the (B)(6) was resolved but he knew he had to keep cleaning the wound. It was also noted that the device was not working for the patient's symptoms and doing no good. The patient's bladder was filling and did not empty. This symptom was why the patient was implanted. The patient had gotten help about a month ago adjusting settings but that did not work. The device not working for symptoms started since implant, (B)(6) 2016. The (B)(6), which was resolved, occurred in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.